Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed for the lot number provided. Non-conformance?s data were reviewed no non-conformances found. The device was returned for analysis and has been evaluated. One unused sample from the reported lot was received and found to be acceptable with no visual evidence of needle point geometry related issues, bevel trim length or catheter bevel tip deformation. The device was evaluated for force to advance (fta) and force to lock (ftl) with no evidence of any potential issues. Based on the evaluation of the returned device, there was no evidence of any manufacturing nonconformance therefore this investigation did not confirm that the product failed to meet the expected performance. This investigation could not confirm the reported event. In-process, all catheters are inspected 100% using a validated vision system for needle point and catheter bevel tip nonconformance's. The machine automatically discards all defective catheters that are rejected by the vision system. In addition, in-process product is inspected by certified operators using statistically valid sampling plans at defined intervals. If any nonconformance's are found in process, the product is isolated, non-conformed and immediate corrective action is taken. No further correction, corrective or preventive actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. The manufacturer regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.

Event description:
It was reported that the needles appeared to be dull. The nurses have found that the needles would not pierce the skin or it is very hard to pierce the skin. The patient experienced more discomfort and then the needle will not advance into the vein. No patient injury was reported.